Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the drive manifold assembly and screw kit, cardiosave console cover and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) unit had a pneumatic module leak test failure during installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: e1 (event site telephone: (B)(6)).

Event description:
N/a.